Event description:
The customer reported sparks and a burning smell came from the 3k high speed refrigerated stockyard connected to the power processor sample processing system with generic connection modules. There was no report of injury due to this event. No erroneous results were generated due to this event. The fire department was not called. The customer has a risk management plan in place at the facility.

Manufacturer narrative:
A field service engineer (fse) was dispatched and evaluated the device. The fse replaced a burnt compressor relay to resolve the issue. (B)(4).